Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) verified the instrument for c trans z- home error 4151 and replaced the z motor. He also verified the bf probe for purging errors and cleaned the tip. Afterwards, verified the instrument for proper operation. The customer ran controls and samples without errors. No issues found and no further actions were required by field service. Instrument was performing as intended. The most probable cause of the reported event was the cup pick up z motor from the pick-up arm that needed replacement. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer requested service due to multiple errors: 2240 bf probe 2 purge fail, c trans z home over run errors as well as barcode read errors with their aia-900 analyzer. The customer was unable to run beta-hcg and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.